Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) moved into the armpit and caused pain. The device was replaced at the time of the pocket revision, there were no device performance issues. No patient complications were reported as a result of this event.